Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After one year of implantation, the pacemaker and the atrial lead was removed because of high atrial lead impedance and continuous increase of the atrial pacing threshold. The lead is not a sorin lead.